Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette had leaked. The registered nurse (rn) reported that the cassette had a crack on top of the patient line that resulted in a leak. The rn provided new cassettes to patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Six actual samples were received for evaluation. Visual inspection was performed with no issues noted. Functional testing, including leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.